Event description:
Three part angioplasty- at third part whii was taken to 12 atm's when it ruptured. When catheter was pulled out 1/2, the balloon was missing (still inside pt).

Manufacturer narrative:
Lot history record review: the lot number was not provided. A ship history was conducted on the reported catalog number. The ship history found three lots had been shipped in the last 6 months. The three lots are 924418, 925095 and 925097. The possible lot numbers were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was returned in one piece. Most of the balloon is missing. Attached to the proximal bond is a section of balloon about 2cm in length. From the proximal bond to the distal end of the catheter measures 9.5cm. The shaft on both sides of the ro marker shows signs of stretching. From the proximal ro marker to the indentation of where the distal ro marker measures 8.2cm. Specification is 60mm. The catheter has been stretched. The distal tip of the catheter is missing. Tip appears jagged and stretched. There is a kink at the strain. Only one ro marker is present. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. During the evaluation of the complaint sample, the balloon appears to have torn off, the catheter shaft has been stretched and the distal tip of the catheter has broken off. No sheath was returned. The exact cause of the complaint is unknown. Based on the condition of the returned sample, it appears as if the balloon became stuck on something during removal. A review of the mfg records for the possible lots indicated that all of the device spec and quality requirements were satisfied. The instructions for use state the following to help avoid this type of complaint: "if resistance is felt upon removal, then the balloon, guidewire, and the sheath should be removed together as a unit, particularly if balloon rupture is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction." This type of complaint will be monitored for trends. No further action at this time.